Event description:
It was reported that this right atrial (ra) lead was dislodged and xray showed ra and rv leads back in the pocket due to twiddler's syndrome. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.